Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, de novo lesion in the mid right coronary artery (rca). Pre-dilatation was performed with a 1.5x6mm unspecified balloon dilatation catheter (bdc) and a 2x12mm unspecified bdc. A 2.75x15mm xience prime stent delivery system (sds) was advanced to the target lesion and deployed; however, an edge dissection occurred. A new xience prime stent was implanted to treat the dissection successfully. There was no reported adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.